Event description:
The pump was returned for investigation. Investigation revealed that the ok keypad button was found to be unresponsive. There was also contamination found under the keypad contacts and the keypad flex was found to be broken. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the battery compartment was found to be cracked. The battery cap was not returned. A test battery cap was used and found to tightly secure to the pump with no visible yellow o-ring. There were no power issues or moisture noted with the pump. Unrelated to the complaint, the 'ok' button was found to be unresponsive. The keypad cover was removed and contamination was found under the key contacts and the keypad flex was found to be broken at trace around the 'ok' button.